Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that her insulin pump was alarming no delivery and battery out limit. Customer states that they have changed the battery on 5 different occasions and the issue has not been resolved. Blood glucose level was 206 mg/dl at time of reporting. Customer declined troubleshooting. Customer stated they could not recall any significant events that lead to the alarm but the device did have a crack on the reservoir tip. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. Cracked display window corner and cracked reservoir tube lip.